Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented that the stylet returned with the lead was not curved but was kinked. Using two different stylets, the stylet insertion test was performed without difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to advance the stylet all the way down the right ventricular (rv) lead. This happened on the first attempt to put a curved stylet down. The rv lead was attempted but not used and was replaced. No patient complications have been reported as a result of this event.